Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate anti-tachycardia pacing (atp) for the patient's supra ventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This is not an isolated event. This product remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate anti-tachycardia pacing (atp) for the patient's supra ventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This is not an isolated event. This product remains in-service. Additional information was received and it was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate anti-tachycardia pacing (atp) for the patient's supra ventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This is not an isolated event. This product remains in-service.